Event description:
The customer reportedly obtained a 271mg/dl and 114mg/dl on the accu-chek aviva system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer states that she had her hand on a syrup bottle and did not wash her hands prior to obtaining the 271mg/dl blood glucose result. New system sent to customer and return requested.